Event description:
It was reported that the patient was having charging issues. Db analysis revealed signs of the ipg is depleting at a faster rate than expected. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted battery was kept in the facility.